Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the battery gauge was observed to fluctuate which led to a pump shutdown. The customer's blood glucose (bg) was 109 mg/dl. A replacement wall adapter was sent to the customer. The customer indicated that tandem technical support (cts) would be contacted if the issue was not resolved using the replacement wall adapter. The customer did not contact cts regarding the reported issue.